Event description:
It was reported that the a1018 mayfield swivel adaptor threads were worn out. This issue was discovered by the md and staff on (B)(6) 2016. There was no patient contact, no patient injury or death alleged. The device was returned for further evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on 29 mar 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed the unit received with the teeth are worn on the swivel sleeve. The DHR review has been deemed satisfactory. Date of manufacture: 25 sep 2010. No non-conformance issues or reports were raised during the manufacturing process for this product ID no trend has been identified. Conclusion: the customer complaint incident verified. The device involved in this case was sent in initially as a routine repair and as such the reported failure was not assessed at the time of receipt. General maintenance and cleaning required. This device was serviced and shipped back within specification.